Event description:
The customer reported the left monitor was not working. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the workstation monitors then checked for errors. The system is now working as intended.